Event description:
It was reported that during refills there were volume discrepancies and there was a yellowish color to the medication that was aspirated. The medication was cultured and no infection was present. The patient had no adverse events. The pump was replaced. The patient status was reported as "alive - no injury/no adverse event." The pump was delivering infumorph and bupivacaine.

Manufacturer narrative:
Product ID 8709sc, lot # n183118011, implanted: (B)(6) 2009, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of the pump revealed no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.